Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that a surgery took place in which an implant backed-out, loosened, disengaged approximately 1-3 months post-operatively. Patient was revised (B)(6) 2019.

Manufacturer narrative:
Upon visual analysis, both the screw head and locking cover show significant signs of wear. Rotational wear marks on the locking cover can be seen. Manufacturing records were reviewed for the self-starting screw, and no relevant manufacturing issues were found. Manufacturing records for ozark plate could not be reviewed because lot number was not available. It is unknown from the available information if the locking cover had disengaged upon screw removal during revision surgery or if it had disengaged prior to revision surgery. From the wear marks noticed upon visual inspection, it is possible that multiple rotations of the locking cover may have compromised its strength to lock the screw in place. It is also possible that the cover was not locked completely at a 90-degree rotation during index surgery, which caused the screw to back out post-operatively upon flexion/rotation motions. However, from available information, a root cause cannot be determined conclusively.

Event description:
Physician reported that an implant backed-out, loosened, disengaged approximately 2 months post-operatively. Revision surgery has occurred.